Manufacturer narrative:
The tech found the cause to be improper strapping of equipment during transport. The technician replaced the side rail assembly to resolve the issue.

Event description:
The tech alleged the side rail is broken and will not latch. No pt impact.